Manufacturer narrative:
(B)(4). The original implant procedure took place on an unknown date approximately one (1) year ago. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient originally underwent an osteoarthritis procedure on an unknown date approximately one (1) year ago. During that initial procedure, a tomofix plate and screws were implanted on the proximal side of the patient's left tibia. On (B)(6) 2015, the patient returned to the operating room for hardware removal. The heads of two (2) screws broke during extraction. The head of the first screw, from hole-a, broke as the screw was being unlocked from the plate. The surgeon was able to remove the pieces with a pair of forceps after being chiseled slightly off. The other screw, from hole-1, broke as it was being pulled out of the plate. The screw was reportedly ten (10) millimeters from the plate when it broke. The surgeon was able to completely extract this screw with a pair of forceps as well. All of the other screws were removed without difficulty. The procedure was completed successfully with a reported twenty (20) minute delay. No patient harm reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The investigation summary indicates that a device history record review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. All dimensions relevant for the function of the product were measured and met specifications. No manufacturing related issue was identified and/or confirmed. Product investigation summary: the laser etching was readable. Traces of utilization were visible. This screw head was broken off. All dimensions relevant for the function of the product were measured and fulfilled the specifications. Based on this, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. Multiple factors can lead to technical difficulties during removal of plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins that form a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and cannot be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during plate removal can be made. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Manufacturing location: (B)(6). Manufacturing date: june 18, 2014. Expiry date: june 01, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.